Event description:
On (B)(6) 2012 customer reported that the dxh 800 instrument leaked 20 ml of fluid inside near the nucleated red blood cell (nrbc) chamber. No critical components were affected by the leak. No injuries were reported and no erroneous patient results were generated. Customer was also notified that this issue was being investigated under CAPA (B)(4) regarding potential plugging of the mix chamber. Field service engineer (fse) inspected the instrument and found that the nrbc chamber was plugged and not draining. Fse replaced the nrbc chamber and the air mix temperature chamber (amtc) sample line. Service activity was verified to meet specified requirements per established procedures. Results met published performance specifications. No further issues were reported.

Manufacturer narrative:
Evaluation: results: nrbc mix chamber. (B)(4).